Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, while inserting the device into the touhy borst adapter, the balloon catheter got kinked and eventually broke off. A second 2.50mm x 12mm emerge balloon catheter was opened and used without any difficulty; and the procedure was completed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, while inserting the device into the touhy borst adapter, the balloon catheter got kinked and eventually broke off. A second 2.50mm x 12mm emerge balloon catheter was opened and used without any difficulty; and the procedure was completed. No patient complications were reported. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed two kinks. The kinks are located 19.7cm from the hub and 18.4cm from the tip. The hypotube is separated 68cm from the hub. Microscopic examination revealed the balloon is partially loosely folded. Blood is present in the balloon. Inspection of the remainder of the device presented no other damage or irregularities.